Event description:
On (B)(6) 2015, information was received from a healthcare provider via a company representative in regards to a (B)(6) female patient who was being treated with lioresal intrathecal (2000 mcg/ml) at a dose rate of 150 mcg/day. The patient experienced a loss of effect from the intrathecal baclofen therapy. A catheter access port (cap) test was performed and positive flow was observed; the x-rays were also normal. A bolus was given to the patient, and the bolus had no effect on the patient. The patient did not experience withdrawal symptoms. As a result, exploration of the pump was undertaken. In the operating room on (B)(6) 2015, good cerebral spinal fluid (csf) flow was observed from the catheter at the connector. The pump was removed and the actual volume was as expected. When flushing the cap, there was an atypical appearance with some leaking noted at the collar where the catheter connected. This was especially noted when pushing fluid slowly versus pushing at a faster volume. A decision was made to implant a new pump. When flushing the cap of the new pump, normal appearance of the discernable bubble exiting the cap was observed. It was noted that the 8709 catheter was also replaced. The patient was alive without injury.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly. Since the pump passed all non-destructive testing and it was determined to not performed destructive testing. The analysis interrogation report indicated the pump was used to deliver lioresal (2000.omcg/ml, 750.0mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039963r, implanted:(B)(6) 2000, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.